Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm volbella® xc the "tip of the needle cap came off while injecting a patient and product spilled." Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.